Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("diatal end of the essure has perforated her left fallopian tube/perforation of fallopian tube/failure to occlude fallopian tube") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, abortion and carpal tunnel syndrome. Concurrent conditions included migraine, anemia, restless leg syndrome, mixed connective tissue disease, overweight, dysmenorrhea and heavy periods. Concomitant products included ibuprofen and vicodin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/lower back pain"), pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). On (B)(6) 2016, 1 year 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had operative laparoscopy, robotic bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, pelvic pain, abdominal pain, abdominal pain lower and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 26.9 kg/sqm.hysterosalpingogram - in (B)(6) 2015: both tubes blocked. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes:on 23-jul-2018: information from pfs and mr. New reporters added. Case classification updated to medically confirmed case. Patient¿s demographics added. Historical and concomitant condition added. Indication updated. Product dates added. Action taken with drug added (device removal).incident:no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("diatal end of the essure has perforated her left fallopian tube/ perforation of fallopian tube/ failure to occlude fallopian tube/ left side essure had perforated through my fallopain tube") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, abortion, carpal tunnel syndrome, hypothyroidism, hyperemesis gravidarum and miscarriage. Concurrent conditions included migraine, anemia, restless leg syndrome, mixed connective tissue disease, overweight, dysmenorrhea, heavy periods, ovarian cyst, constipation and abdominal pain localised. Concomitant products included ibuprofen, vicodin and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. In 2015, 1 year 7 months after insertion and 10 months 8 days after removal of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/ lower back pain"), pelvic pain ("severe pelvic pain/ pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (she had operative laparoscopy, robotic bilateral partial salpingectomy and went under tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain, abdominal pain lower and migraine had not resolved and the genital haemorrhage, back pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: tubal spasm on left side during placement . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded); in (B)(6) 2015: both tubes blocked on (B)(6) 2015 ultrasound pelvis revealed, resolved right ovarian cyst. New septated left ovarian cyst, 4.8 cm with enlargement of the left ovary. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs & mr received. Reporter's information was added. Concomitant drug, concomitant condition, historical condition, lab data was added. Updated outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("diatal end of the essure has perforated her left fallopian tube/ perforation of fallopian tube/ failure to occlude fallopian tube/ left side essure had perforated through my fallopain tube") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, abortion, carpal tunnel syndrome, hypothyroidism, hyperemesis gravidarum and miscarriage. Concurrent conditions included migraine, anemia, restless leg syndrome, mixed connective tissue disease, overweight, dysmenorrhea, heavy periods, ovarian cyst, constipation and abdominal pain localised. Concomitant products included ibuprofen, vicodin and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. In 2015, 1 year 7 months after insertion and 10 months 8 days after removal of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/ lower back pain"), pelvic pain ("severe pelvic pain/ pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (she had operative laparoscopy, robotic bilateral partial salpingectomy and went under tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain, abdominal pain lower and migraine had not resolved and the genital haemorrhage, back pain and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: tubal spasm on left side during placement diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded); in (B)(6) 2015: both tubes blocked on (B)(6) 2015 ultrasound pelvis revealed, resolved right ovarian cyst. New septated left ovarian cyst, 4.8 cm with enlargement of the left ovary. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("diatal end of the essure has perforated her left fallopian tube/ perforation of fallopian tube/ failure to occlude fallopian tube/ left side essure had perforated through my fallopain tube") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a 34-year-old female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, abortion, carpal tunnel syndrome, hypothyroidism, hyperemesis gravidarum and miscarriage. Concurrent conditions included migraine, anemia, restless leg syndrome, mixed connective tissue disease, overweight, dysmenorrhea, heavy periods, ovarian cyst, constipation and abdominal pain localised. Concomitant products included hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, mometasone furoate (flonase) since 1991 and sumatriptan succinate (imitrex) since 1991. On (B)(6) 2015, the patient had essure inserted. In march 2015, the patient experienced back pain ("back pain/ lower back pain") and pelvic pain ("severe pelvic pain/ pain"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. In 2015, the patient experienced headache ("headaches"). In july 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). The patient was treated with surgery (she had operative laparoscopy, robotic bilateral partial salpingectomy and went under tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain, abdominal pain lower and migraine had not resolved, the genital haemorrhage, back pain and pelvic pain had resolved and the headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, fallopian tube perforation, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: tubal spasm on left side during placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on 03-mar-2015: results: unilateral occlusion (right tube occluded); in june 2015: failure to occlude; in september 2015: perforation the left coil had perforated my fallopian tube; in october 2015: results: both tubes blocked. On 27-may-2015 ultrasound pelvis revealed, resolved right ovarian cyst. New septated left ovarian cyst, 4.8 cm with enlargement of the left ovary. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Event: headache were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("diatal end of the essure has perforated her left fallopian tube/ perforation of fallopian tube/ failure to occlude fallopian tube") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, abortion, carpal tunnel syndrome, hypothyroidism and hyperemesis gravidarum. Concurrent conditions included migraine, anemia, restless leg syndrome, mixed connective tissue disease, overweight, dysmenorrhea, heavy periods and ovarian cyst. Concomitant products included ibuprofen and vicodin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/ lower back pain"), pelvic pain ("severe pelvic pain/ pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and migraine ("migraines"). On (B)(6) 2016, 1 year 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had operative laparoscopy, robotic bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, pelvic pain, abdominal pain, abdominal pain lower and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: tubal spasm on left side during placement diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: suggestive of perforation; in (B)(6) 2015: both tubes blocked. On (B)(6) 2015 ultrasound pelvis revealed, resolved right ovarian cyst. New septated left ovarian cyst, 4.8 cm with enlargement of the left ovary. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 19-oct-2018: medical records received. Reporter's information and lot number were added. Concomitant disease, historical condition and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.